Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264 (mg/dl). Customer adjusted pump basal settings to treat elevated bg levels. During troubleshooting with tandem technical support, air bubbles were noted in tubing. Customer was able to change tubing and resume insulin delivery.